Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is re-booting itself. When the ventilator is powered up, the user interface module (uim) comes on then it starts all over again with the power up sequence. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the power supply required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.